Event description:
The user facility reported that the proximal end of the radifocus glidewire m fractured during a procedure to the patient's left superficial artery. The following information was obtained from the user facility: the target lesion was severely calcified; the attending physician inserted the proximal end of the device and successfully crossed the lesion; however, the glidewire kinked at approximately 10mm from the tip of the inserted portion; when the physician pulled the wire back, the device fractured at the kink and remained in the patient's body; the procedure was completed successfully; and the patient recovered with no additional issue.

Manufacturer narrative:
Based on the user facility information, non-resorbable material was left unretrieved in the patient's body the involved device was not returned for evaluation and the lot number is unknown. Therefore, the failure investigation was conducted based on a review of information provided by the user facility and inspection of a reserve sample from the reported product code. Inspection of the reserve sample confirmed that there were no defects or anomalies. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that the reported event was related to a preexisting device defect or malfunction. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).